Manufacturer narrative:
Additional product code: hrs. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) in the ankle on (B)(6) 2018. During the surgery, the two distal locking screws would not lock into the plate as expected. The surgeon decided to leave the screws in the patient¿s bone. It was indicated that the screws made purchase with the bone even though not locked into the plate. It was believed that they had affixed the plate to the bone although it was uncertain if all the holes in the plate were affixed with screws as one hole may have been left empty. It was also reported that there were 14 screws implanted. There was no surgical delay reported and no further medical intervention required. The patient¿s outcome was reported to be stable at the end of the procedure. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 12). This report is for one (1) 2.7mm va locking screw 16mm. This is report 1 of 3 for (B)(4).